Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed a pulse test) has been confirmed. Upon investigation, the monitor intermittently failed a pulse test. The cause for the intermittent pulse test failure was isolated to contamination on pca connectors j1002 and j1003 on the defibrillator board and the j1000 connector on the computer/analog board. Oxidation build-up on the connectors increased the resistance, causing the pulse test failure. An internal corrective action has been initiated to investigate oxidation build-up. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was failed a pulse test.